Manufacturer narrative:
(B)(4).

Event description:
An alert regarding this lead having impedances over 3000 was seen on (B)(6) 2016. The patient was scheduled for a lead revision, but that has been cancelled due to non-device related issues. Revision will be rescheduled at another time. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.